Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using penumbra smart coils (smart coils). During the procedure, the physician implanted another manufacturer's coil into a feeder vessel using another manufacturer's microcatheter. While advancing a smart coil through the microcatheter, the physician experienced resistance after about 20-30% of the smart coil pusher wire had been advanced through the introducer sheath. The smart coil was then retracted and another attempt was made to advance the coil through the microcatheter but was unsuccessful. Therefore, the physician removed the smart coil and completed the procedure using another manufacturer's coils and the same microcatheter. There was no report of an adverse effect to the patient.